Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: the patient initials are (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no nonconformances generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient needed a revision surgery for an implant done in 2012 because of degeneration of adjacent level. During a l2-l5 disc space interbody fusion while using a transforaminal posterior atraumatic lumbar spacer system (t-pal); 2 matrix rods and 6 matrix locking caps were removed and replaced with 2 new rods and 8 locking caps. Neither the surgeon nor the scrub tech could get the applicators to function properly. When inserting the applicator inner shaft, it would not fully click into the applicator. Therefore, when they would turn the knob clockwise to clamp down on the implant, the knob would keep spinning and completely come apart from the handle. The ring would not "click" up; showing the green line which indicates it's ready for use. This was happening to both applicators in the set along with both knobs and one inner shaft. This delayed the surgery by about ten (10) minutes. The surgeon was able to attach a 9mm t-pal cage loosely on an inserter and tap it into the disc space manually. The reporter was unable to tell where the problem was coming from so all five (5) pieces were returned. There was no harm to the patient and the surgery was successfully completed. This report is 3 of 5 for (B)(4).

Manufacturer narrative:
A product investigation was completed: both handles, the inner shaft and one of the two knobs (lot 3667360) were able to be assembled into constructs and found to function as intended with a known good titanium t-pal implant (04.812.009 lot 9680737). A device history review was performed for the returned instruments¿ lot numbers and no material review reports, non-conformance reports or complaint-related issues were identified with the lots number which may have contributed to the complaint condition. The second applicator knob (lot 3639673) was found to be retaining the proximal coupling head of a second applicator inner shaft which was not returned. The lodged proximal coupling head inhibited the assembly of the returned intact inner shaft; as such the complaint condition was able to be replicated. The inner shaft coupling head was able to be removed from the knob which was then able to function as intended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the t-pal spacer applicator inner shaft (03.812.003) is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. Relevant drawings for the broken inner shaft were reviewed (present revision as it is not possible to determine to which revision the instrument was manufactured): inner shaft. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No device history review was able to be performed as the lot number for the broken inner shaft is unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Endurance testing (insertion and removal) was completed and no functional failures were observed after (B)(4) simulated application cycles. Dynamic impact loading was benchmarked from cadaver testing where loading during insertion was measured at approximately 10kn in a normal case (appropriate implant/trial size selected). The received failure mode is consistent with impaction while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for the intra-operative issues during the revision procedure. The adjacent level degeneration is captured and reported in linked complaint (B)(4).